Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure, on (B)(6) 2009, to treat stress urinary incontinence and pelvic organ prolapse and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion, the patient experienced recurrence, pain, extrusion, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of transvaginal tape obturator sling mesh; incision of the anterior mesh on (B)(6) 2009 due to pelvic pain, dyspareunia and mesh exposure. It was reported that the patient underwent adhesiolysis of vaginal mesh on (B)(6) 2011 due to dyspareunia, painful urination and pelvic pain. It was reported that the patient also underwent two additional surgeries requiring hospitalization due to hematomas, infection, vaginal discharge, inflammation and pressure. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01973. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent I&d of a pelvic abscess & pelvic hematoma on (B)(6) 2009 & (B)(6) 2009 by (B)(6) at (B)(6) medical center due to pelvic abscess/hematoma. (Per operative report).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and urinary incontinence.